Event description:
The customer reported that the system would not expose. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The single board computer kit was installed. The image processor board and the display adapter board were replaced. The system was tested and operates as intended.